Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 269 mg/dl. The customer treated with insulin pump. Assisted customer with troubleshoot for blank display. Customer states the display did not return. The customer also had power loss alarm. Explained customer this was normal insulin pump behavior. The insulin pump will be returned for analysis.